Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system failed to power on due to the main cabinet drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed. A field service engineer found that drawer was not detected on bus. Further, the engineer shutdown the station, opened the back panel, opened the back of drawer, replaced both the pyxis module interface board and the drawer controller board, put the back of the drawer on, closed the panel, powered on the station and recovered the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.